Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2021. During the procedure, when the physician attempted to deploy the stent, it was noticed that the stent broke in two pieces in the bile duct. The broken pieces of stent were retrieved with the use of snare and another flexima rx biliary stent successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent break. Block h10: the returned flexima rx biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached, kinked and stretched. The push catheter was kinked. The stent was not returned for analysis. No other issues were noted. The reported event was not confirmed. According to the product analysis, based on the information provided and the analysis results, it is possible that due to the manipulation or technique used at the time of interacting with the device, along with the patient's tortuosity or anatomical conditions may have trapped the stent, affecting the functionality to be deployed causing the break. The conditions of the guide catheter, kink, detached and stretched along with the kinked push catheter suggests than an excess of tension and force was applied. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. The reported stent break could not be confirmed due to the stent did not return to perform the analysis, and was assigned as .no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2021. During the procedure, when the physician attempted to deploy the stent, it was noticed that the stent broke in two pieces in the bile duct. The broken pieces of stent were retrieved with the use of snare and another flexima rx biliary stent successfully completed the procedure. There were no patient complications reported as a result of this event.